Event description:
The patient contacted animas on (B)(6) 2012 alleging that after the pump had been worn into the pool while swimming, the pump emitted a call service alarm. The patient stated that when the pump was rebooted, she noticed water behind the screen and a torn audio bolus button. The pump reportedly powered on and the patient tried to prime the pump after the moisture was noted and during the load step, the insulin was pushed through the cartridge and the pump did not recognize that the cartridge was in the pump. The patient confirmed that she was disconnected from the pump at the time of the alleged event. The patient reported that she attempted a reboot again and the pump alarmed for the call service alarm again. The patient reported she was unable to use the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # - 2531779-03/24/2010-003-r.